Event description:
According to the reporter: the needle came off the thread and fell in the pt's intestine. It took quite a while to find the needle and remove it. They had to sew shut with a different thread. The time of the intervention was extended over 30 minutes but there was no excessive blood nor tissue loss.

Manufacturer narrative:
(B)(4).